Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt was implanted with two leads from the same lot number. It was reported the pt complained she was not receiving pain relief from the stimulation. X-rays were taken and it showed the leads are in the correct location. The pt's sys was reprogrammed and the pt was advised to contact sjm if the new program does not provide effective stimulation. No further info is available at this time.